Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their reservoir. The customer states they had air bubbles in reservoir. The customer states they were trying to make a set change but could not get the pump to rewind. The customer's blood glucose level was unknown but was said to be high. The customer treated with manual injection. The customer was assisted with rewind. The customer could not troubleshoot for the air bubbles due to being a past event. The customer declined to troubleshoot blood glucose levels.